Manufacturer narrative:
(B)(4). Visual and functional analysis inspections were performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity, in a mildly calcified , distal lesion. No issues were noted during preparation of the 5.0 x 120 mm armada 18 balloon catheter; however, when inflated to 9 atmospheres, one time, the balloon ruptured. There was no resistance reported during advancement of the balloon catheter to the lesion. A second balloon catheter was used to complete the case successfully. The patient is reported to be well with no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.